Event description:
On (B)(6) 2002, the patient underwent repair of an abdominal aortic aneurysm. On (B)(6) 2007, the patient had a follow-up computed tomography that revealed aneurysm growth in the absence of any endoleaks. On an unknown date, the patient underwent coil embolization. On (B)(6) 2009, the patient underwent a reintervention where the devices were relined, due to the sac not having decreased in size. On (B)(6) 2010, the patient underwent a reintervention for a type ii endoleak where coil embolization was performed. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted: (B)(4).